Event description:
Reporter indicated via scientific article "chronic stimulation on the left vagal nerve in children: effect on swallowing," a vns therapy patient "demonstrated onset of left vocal cord paralysis with vns but had otherwise normal barium swallows at all settings. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Schallert g, foster j, lindquist n, murphy j. (1998) chronic stimulation on the left vagal nerve in children: effect on swallowing. Epilepsia 39; 113 - 14. See scanned pages.